Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was accidentally pulled resulting in a micro-dislodgement. After retracting the screw, the physician attempted to measure the pre-screw threshold at a different site. However, due to noise interference, the physician was unable to obtain an amplitude measurement or capture. After taking the lead out of the body, tissue was found around the helix. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, sensing noise, under-sensing, and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of sensing noise, under-sensing, and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.